Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 29 mmol/l. The customer treated for their high blood glucose with bolus. Customer stated that insulin pump was delivers correct amount of bolus, but not delivers correct amount of basal. The customer alleges insulin pump was under delivering due to blood glucose was increasing with increasing basal and customer went to bed with 7 mmol/l and woke up with 19 mmol/l blood glucose. The insulin pump will not be returned for analysis.